Event description:
It was reported that during the implant procedure, after the leads were attached the battery gauge was grey and the right ventricular (rv) lead impedance was high. The leads were attached to a new device and the impedance measurement was "fine." The new device was used and the original device returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.